Manufacturer narrative:
Several attempts were made to obtain further information regarding the device repair information. To date, no further details have been received. The service history record was reviewed, and no repair information was found. A supplemental report will be submitted if new information is received.

Manufacturer narrative:
Report date: 20jul2021.

Event description:
The customer reported getting an error message alarm led post led failed. The customer reported that the unit was not in use on patient. The customer contacted product support and reported a v60 with a check vent led failure code 1105. Product support recommended replacing the power switch overlay. Other information is pending.